Event description:
The hcp called requesting assistance with one of the clinic's contour next meters. During the call, control tests were run, and the reading of 146mg/dl was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution was returned for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.